Event description:
Info received indicates the brake did not function.

Manufacturer narrative:
The technician found the rocker arm was broken. The technician installed a brake/steer upgrade kit to repair the bed.